Event description:
Our ref: 2003 1112-4-1 according to hosp, reported problem was incorrect dosage. User stated that the pump programmed to deliver 0.5ml drug per hour, but after approx 20 minutes, 40 ml of the contents of the syringe had been delivered. The users state that the infusion pump was still displaying a rate of 0.5ml/hour. In 2003, investigation revealed no fault found, but possibility of siphoning.

Manufacturer narrative:
Eval summary: device functionally tested and no fault found, possibility of siphoning or user error. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.